Manufacturer narrative:
Complaint confirmed as a leak was able to be reproduced. The production records for the port was reviewed and no discrepencies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Event description:
The device was implanted on (B)(6) 2017. In (B)(6) 2019, the patient reported a loss of restriction, attended a clinic with a nurse and booked an xray, the xray identified 7.5ml discrepency. The revision surgery was performed on (B)(6) 2020.

Event description:
The device was implanted on (B)(6) 2017. On (B)(6) 2019, the patient reported a loss of restriction, attended a clinic with a nurse and booked an xray, the xray identified 7.5ml discrepancy. The revision surgery was performed on (B)(6) 2020.